Manufacturer narrative:
Per the tandem user guide, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ per the tandem user guide,¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes. ¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 108-356 mg/dl, and the meter bg reading was 68-260 mg/dl. No additional patient or event information was available. Reportedly, the customer calibrated the cgm when readings were not present and did not calibrated the cgm within 5 minutes of testing. A replacement sensor was sent to the customer.